Manufacturer narrative:
The check of the sterilization charts of the devices involved (glenoid peg: lot #201404406; glenosphere + connector and screw: lot#201314919; reverse humeral body: lot #201412081; glenoid baseplate: lot#201513176) did not show any anomaly on the total number pieces placed on the market with these lot #. No other complaints were received on these specific lot #. The explanted components were given to the patient. The patient clinical history, germ responsible for the infection and date of onset of infection are unknown. Therefore it's not possible to perform a deep investigation. A total of 9 revisions due to infection involving a smr reverse prosthesis have been reported on a total of (B)(4) smr reverse prosthesis implanted ww since 2008. This gives a specific revision rate of (B)(4). No corrective actions planned. Limacorporate will keep monitored the market.

Event description:
Smr reverse implanted on (B)(6) 2016. On (B)(6) 2016 the patient underwent a revision surgery due to infection. During this surgery, the explanted items were the reverse humeral body, the glenosphere, the connector and screw. The event occurred in new zealand.